Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, the customer was able to remove more air than expected with two cartridges when performing the air removal step. Reportedly, the customer was able to successfully load the first of the two cartridges onto the pump. The customer's blood glucose level ranged from 300 to 360 mg/dl.